Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5204620), being used with the complaint receiver was returned on (B)(6) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The reported event of hyperglycemia could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hyperglycemic event that occurred on (B)(6) 2016. Patient stated that she received a high blood glucose (bg) alert from her receiver and tested her bg with a fingerstick. Fingerstick value confirmed the continuous glucose monitor's (cgm) reading. The patient was unable to lower her bg and drove to the hospital. Patient was treated with bolus insulin and toradol. At the time of contact, patient reported that her bg had lowered and she had been released from the hospital on (B)(6) 2016 to go home and get better. There was no alleged device malfunction. No additional event or patient information was provided. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The complaint of hyperglycemia could not be confirmed. A root cause could not be determined.